Event description:
It was reported that there was no response when trailing the lead at the implant surgery. The screening cable was exchanged first with no response. The lead was changed and stimulation was achieved. The implantable neurostimulator was connected with the new lead.

Manufacturer narrative:
The lead and screening cable were returned to the MFR for analysis on 05/19/2008. Final device analysis of the lead revealed that the #4 and #6 conductors were broken at the proximal end of the #3 connector. Overstress damage was suspected. Analysis of the screening cable revealed no anomaly. The cable was functionally ok. Cable analysis codes.